Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump exhibited charging malfunction in which the device appeared to charge on the cradle with a solid charger light but did not transfer power to the battery, resulting in battery depletion to 0% and shutdown when removed from the charger. Symptoms included no alerts or alarms and no reported adverse clinical events, with blood glucose reported as normal. Outcomes included transition to backup therapy and continued use of cgm as applicable. Investigation included device replacement logistics and collection of the returned unit for assessment. Investigation of this device revealed that the user returned the replacement ilet instead of the originally reported malfunctioning unit, preventing confirmation of the charging failure and battery depletion on the reported serial number. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the incorrect device being returned.